Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that since implant they are still having symptoms. The patient said their relief is at the 50% mark, but they are having urgency/leaking on the way to the bathroom and when they get to the bathroom there is almost nothing to go, just a trickle. The patient said they feel stimulation intermittently based on position. They said when they are sitting stimulation is up by their back and when laying down on their back it is lower down in their vagina. Patient services reviewed post implant programming considerations and redirected the patient to their healthcare professional. The patient noted that at implant the first program stimulation sensation was up near their crack, so the program was changed twice to feel stimulation more in vaginal area. The patient had a follow up appointment thursday and was going to wait to make changes then.